Manufacturer narrative:
Patient identifier: the full patient identifier is (B)(6). Age or date of birth, weight, and ethnicity: patient demographics such as age, date of birth, weight, ethnicity and race were not provided. Device evaluated by MFR: the contrad 70 cleaning solution was not returned. The customer acknowledged performing maintenance on the instrument; during cleaning of the aspirate probes, the customer was splashed in the eye with contrad 70 cleaning solution. Proper protective equipment was not worn. Per access 2 operator¿s guide pn c42384 weekly maintenance section, there are several warning notes: ¿you will come in contact with potentially infectious materials during this procedure. Handle and dispose of biohazard materials according to proper laboratory procedures. Proper hand, eye, and facial protection is required." There is sufficient evidence to suggest use error contributed to this event. In conclusion, the cause of this event is use error. The customer was not wearing proper protective equipment during maintenance.

Event description:
The customer reported that while performing weekly maintenance on their access 2 (access 2 immunoassay analyzer, part number 81600n and serial number (B)(4)), specifically cleaning aspirate probes, the customer splashed contrad 70 cleaner in her eye. The customer reported flushing the eyes at an eyewash station in the laboratory for 30 minutes and was then prescribed eye drops from an ophthalmologist due to the exposure. Follow up care was performed, and no further actions were needed. Customer reported she was wearing gloves and lab coat during performance of maintenance duties but was not wearing eye or face protection. Customer stated laboratory has an exposure control plan and the safety data sheet (sds) was reviewed. No other information was provided.